Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. The catheter was separated at the guidewire exit notch. The distal end of the device including the distal shaft, balloon and distal tip was not returned for analysis. The separated end was jagged which indicates that the separation was due to tensile overload. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in a coronary artery. A 300cm non bsc guide wire was placed. Then a 2.50mm x 12mm emerge¿ balloon catheter was loaded on the back end of the guide wire while still outside the patient and before going into the guide catheter however, a lot of resistance was encountered upon trying to advance the balloon catheter on the wire. The balloon catheter then became stuck on the wire and had to be pulled by 2 technicians and in doing so, the balloon catheter was broken into two pieces approximately 30-40cm from the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.